Event description:
I had a total knee replacement in (B)(6), 2010, in (B)(6) healthcare system in (B)(6). I have been in pain ever since that date. I went to my doctor at the (B)(6) and he took some x-rays of my right knee and he wrote me a letter, telling me that my right knee replacement was like it was back in (B)(6), 2009. That is when I first hurt my knee on the job. My right knee is loose again. My knee will not straighten out. I walk with a limp, and it hurts all the time. I am also having a problem with my back etc. It is a smith and nephew knee implant. I am also having back problem; along with problem in growing because of my right knee replacement. The main problem with my knee replacement is that my knee is locked in a 30 to 40 degree angle, and that is why I walk with a limp. First two weeks at home; after that it was at the physical therapy office at (B)(6) healthcare system in (B)(6). The dates are (B)(6) 2011. Then, on (B)(6), 2011, I started at the physical therapy office at the healthcare system and I was there until (B)(6), 2011. It did not do any good for me.